Event description:
It was reported that a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock due to oversensing of noise. System testing was unable to reproduce any artifacts and no changes have been made to the system. The s-ICD remains in service and there were no adverse patient effects.